Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 28 mg/dl. Reportedly, customer inadvertently delivered a 20 unit bolus instead of the intended 2 unit bolus. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment received; however, tandem diabetes educator assisted customer in decreasing the pump's max bolus amount. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.